Manufacturer narrative:
Device is not distributed in the united states but is in the same family of devices as distributed united states product.

Event description:
It was reported that t2 did not deploy.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the insertion needle or were returned for evaluation. The insertion needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.